Manufacturer narrative:
The occupation is lay user/patient. Device not returned.

Event description:
The patient received questionable results from coaguchek xs meter serial number (B)(4). The meter had an incorrect date/time set. All testing was performed on (B)(6) 2018 less than 2 hours apart. The first test had a result of 1.3 inr (incorrect time of 12:03 p.m. On (B)(6) 2009 was displayed in the meter memory). The patient consulted with his physician on the initial value and was told to retest in order to verify accuracy. The patient replaced the batteries and reset the meter. A second test was performed and the result was 2.2 inr (incorrect time of 1:40 p.m. On (B)(6) 2009 was displayed in the meter memory). The patient believed the 2.2 inr value to be accurate and reported this to his physician. No adverse events were alleged to have occurred with the patient. The patient is currently stable and well. The patient's therapeutic range is 2.0 - 4.0 inr. The patient's testing frequency is weekly. The patient did not have any hematocrit issues and did not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient's coumadin dose was reduced since last tested. The patient did not have any changes in diet, no new medications, and no illnesses. The patient did not have a special or unusual diet. The patient did not have any abnormal bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 294151-23) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The patient's meter was returned and the returned meter was measured with retention test strips and retention controls. Testing results (qc range = 2.0 - 3.0 inr): qc 1: 2.5 inr; qc 2: 2.5 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot/qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.